Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a ucv catheter. The customer reports: the uvc was placed in an infant. The catheter broke at the junction with the luer lock hub.

Manufacturer narrative:
Submit date 10/17/2016. This complaint was investigated. Since the lot number information was not provided a device history record (DHR) review could not be performed. The product sample was received for analysis and investigation. It consisted in one used umbilical vessel catheter. Visual inspection of the sample revealed that the catheter was broken at the proximal end near the hub. The sample was analyzed and the catheter was torn at the base of the fitting luer hub. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed. Based on the available information, it can be concluded that the product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. The most probable root cause can be considered as misuse; the reported condition was more likely damaged during use caused due to an inappropriate manipulation by the user. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.